Event description:
It was reported that pump was previously lost and, after being found and powered back on, experienced an unknown malfunction followed by dark screen that would not turn on despite charging attempts, with red light blinking and no vibrations. There was no reported impact to the customer¿s blood glucose level. Customer used different pump for insulin delivery while technical support attempted troubleshooting by instructing caller to reconnect charger and wait for start-up, then arranged replacement pump under warranty, confirmed shipping details, explained need to enter pump settings and connect continuous glucose monitor on replacement, and instructed customer on storage mode and return of malfunctioning pump to avoid billing, which customer understood and acknowledged.